Manufacturer narrative:
Evaluation - other: one sample was returned for eval. A visual inspection was performed on the sample and it was confirmed that the threaded connector was cracked causing the set to leak. Through previous investigation, it has been determined that during the heparin bonding process, the luer locks come in contact with the heparin and cracks can occur. The root cause is due to the heparin bonding process. At this time after these sets go thorough the heparing bonding process the din connector will be removed and replaced with new din connectors. A 100% inspection is being performed after heparin bonding and replacements of the din connectors and then again 100% inspected after the sterilization process. This was implemented on 02/16/05. No other reports have been reported for this issue after this manufacturing change was implemented.